Event description:
It was reported that the patient had a complicated post-operative course and developed ventilator-dependent respiratory failure (vdrf) and chronic kidney failure on (B)(6) 2021. The respiratory failure was attributed to recurrent aspiration pneumonia. The patient experienced shortness of breath (sob) and ventricular tachycardia (vt). The patient's vt was noted to be preexisting prior to their implant, and an echocardiogram (echo) performed confirmed the vt in this event was not mechanical. Hemodialysis was initiated. Labs were taken daily; the patient's creatine trended upward. An echo was performed for optimal device speed. The patient remained critically ill. The site planned to wean the patient to a trach collar and to have the patient do both physical and occupational therapies for deconditioning. The device was functioning without any issues.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6) , and the reported events (respiratory failure, renal dysfunction, and cardiac arrhythmia) cannot be conclusively determined. A specific cause for the reported localized infection cannot be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists renal dysfunction, respiratory failure, cardiac arrhythmia, and localized infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.